Manufacturer narrative:
A field service engineer (fse) was dispatched who advised customer to spray incubator home sensor with canned air. Customer ran several racks of patient samples. With no more errors. No further action needed by the fse the probable cause of the event was dust in the home sensor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015 a customer reported error 4401 (incubator home error) with their aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event. Which resulted in delay in reporting of patient results for pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.